Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The audio tone functioned properly during self-test. However, the insulin pump received with no backlight due to faulty el panel. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would no longer alarm and the backlight would not come on. The customer reported that she was unable to turn on the vibration feature or any sounds that the device was supposed to make. Blood glucose level at the time of the incident was 232 mg/dl. While troubleshooting, the insulin pump did not beep during the tone test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.